Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment the root cause was determined to be a defective pressure sensor assembly. In consequence the correction to replace the defective pressure sensor assembly rectified the issue. There was no patient or user harm.

Event description:
The report from hospital say: in the afternoon of (B)(6), 2021, the equipment department received repair request from the surgery department ii, saying that a hamilton c1 ventilator reported an error after startup. The engineer came for on-site examination, manual self-test was run but was failed, and the machine could not enter the standby interface. Hamilton-c1 made in (B)(6), 2018.